Event description:
Coiling treatment of an aneurysm. A stent was placed at the aneurysm. After the second coil was placed in the aneurysm, some thrombus formed in the aneurysm and the pt was placed on lytics. No pt injury was reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.